Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to pancrease and spleen surgery. The surgery was diabetes related. Customer's blood glucose was unknown. The customer was wearing the insulin pump during the hospitalization. No troubleshooting was done. Customer mentioned the hospital had lost the insulin pump. The insulin pump will be returned for analysis.